Event description:
It was reported that after an open left hemicolectomy, the device was used on the colon with no problem during use but oozing from the anastomosed site was confirmed by an endoscope camera in the 6th postoperative day. The amount of the bleeding was unknown. No blood transfusion as required. Conservative treatment was given to stop bleeding. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information received: it was confirmed by an endoscope camera that the deployed staples on where bleeding occurred were formed properly. The surgeon commented that he considers bleeding to be patient-caused because bleeding occurred after a long time has passed since surgery. But the factor of bleeding is unknown. After bleeding stopped, the patient was discharged from the hospital. The hospital stay was not extended. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? How was the bleeding addressed? What conservative treatment did the patient receive to stop the bleeding? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status?.

Manufacturer narrative:
(B)(4). Date sent: 05/17/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. How was the bleeding addressed? Conservative treatment was given to stop bleeding. What conservative treatment did the patient receive to stop the bleeding? No further information is available. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? No further information is available. Was the green checkmark visible at the end of the firing? No further information is available. How many counter-clockwise revolutions of the adjusting knob were used to open the device? No further information is available. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? No further information is available. Were the donuts inspected? No further information is available. Were there any issues noted with staple formation? Yes. The staples were formed properly. What was the total estimated blood loss (ml)? Unknown. What was the pre and postoperative anti-coagulant and pain management protocol? No further information is available. Was the bleeding intraluminal or extraluminal? No further information is available. What is the current patient status? The patient was discharged from the hospital. No further information will be provided."